Event description:
The pt called lifescan alleging high readings on the lifescan meter. The pt received a 158 mg/dl and less than 10 minutes later tested at the lab and received a 118 mg/dl. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was opened less than three months ago. The test strips failed using the control solution twice. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, control solution, and test strips were replaced.